Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that a pharmacist encountered a balloon that burst during insertion of the catheter. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a pharmacist encountered a balloon that burst during insertion of the catheter. The patient's condition is unknown at this time.